Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, it was then found to be dislodged. During repositioning, the lead exhibited difficult to position issues, as well as high impedance and loss of capture. The number of recommended rotations to achieve full helix extension was surpassed. The lead also exhibited helix retraction issues. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, it was then found to be dislodged. During repositioning, the lead exhibited difficult to position issues, as well as high impedance and loss of capture. The number of recommended rotations to achieve full helix extension was surpassed. The lead also exhibited helix retraction issues. This lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis. Lead analysis confirmed a lead fracture, this could have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product was returned for analysis. Lead analysis determined that the helix difficulty and difficult-to-position allegations were confirmed. A lead fracture was observed. The high capture threshold, high pace impedance, and failure to capture allegations were not confirmed - despite the lead fracture, because the helix difficulty (fracture) likely occurred during revision/explant. No other conductor abnormalities were found. The dislodgement allegation was not confirmed - lab observations and field report were insufficient to verify dislodgement. Patient code 3191 captures the reportable event of surgery.